Manufacturer narrative:
Na

Event description:
It was reported that during checkout testing on the ventilator, the turbine seized with an audible/visible alarm. The ventilator was being tested and was not on a pt when the reported problem occurred.